Event description:
Spontaneous inbound call from (B)(6) nurse reporting the tubing had residual volume in the tubing and she was unable to flush tubing. No further information provided. Pt did not miss a dose, no adverse event reported; unknown if tubing is available for return. The tubing will be replaced with an prescription for shorter tubing for the pt's next infusion. No further information known. Reported to (B)(6) by health professional.